Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter stated that the insulin on board was higher than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the user settings show the insulin on board (iob) duration period was set to 4.0hrs. A 10u normal bolus was performed for the investigation with the iob set to 4.0hrs; the 10.0u bolus was correctly reflected on the iob status screen. No high iob was observed. At the end of the 4.0hr duration period the iob status screen correctly reflected 0.00u; indicating the iob is functioning properly. Due to an unrelated audio bolus issue, the 10 unit audio bolus could not be performed. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.